Event description:
Ventilator stopped cycling while in patient use. No patient harm reported per customer. The nellcor puritan bennett customer support engineer (cse) inspector the device and replaced the appropriate parts. The unit passed extended self testing.